Event description:
It was reported that approximately two years post port placement procedure, the catheter was allegedly found to be damaged. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that two years four months post port placement via right internal jugular vein, x-ray revealed that the catheter was broken and saline solution leaked while removing. It was further reported that the distal catheter segment was migrated into the heart. Reportedly, the port body was removed and the distal catheter segment was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached with a groshong catheter in two segments was returned for evaluation. Gross, microscopic and functional testing were performed. The investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event are unknown and clinical conditions cannot be replicated to confirm these failures. However, the investigation is confirmed for the reported catheter fracture, fluid leak, material separation and identified deformation and wear issues as a complete circumferential break was noted approximately 1.9cm from the distal end of the cath-lock .the distal catheter segment was returned and measured approximately 16.7 cm in length. The edges of the complete circumferential break appeared to be sharp in one region and round in the other region. The surface of the complete circumferential break appeared to be finely granular in one region and smooth in the other region. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that two years four months post port placement via right internal jugular vein, x-ray revealed that the catheter was broken and saline solution leaked while removing. It was further reported that the distal catheter segment was migrated into the heart. Reportedly, the port body was removed and the distal catheter segment was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: g3, h6 (device). H11: b3, b5, d6 (medical device implant date), h1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.